Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of the asymptomatic patient's ECG strips indicated the implanted cardiac defibrillator had exhibited inadequate defibrillation therapy. The patient had 3 ventricular fibrillation episodes with 2 total shocks - 1 shock was successful, 1 was aborted due to successful atp and 1 was not successful. The patient reverted to sinus rhythm on his own. The unsuccessful shock appeared to have occurred due to intermittent ventricular undersensing. The observed rhythm was also thought to be due to an isoelectric ventricular tachycardia due to the patient's left ventricular assist device (lvad). No changes were made by the physician. The patient was stable.